Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke [device breakage] . [The string broke and] she couldn't get it out; had to go to the children's hospital here where we live and have the doctor remove their tampon [foreign body in reproductive tract] case narrative: on (B)(6) 2023, a spontaneous report was received from a consumer regarding a 16-year-old female who was being treated with playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex sport plastic, unscented. On an unspecified date, after inserting the product, the patient attempted to remove the tampon but the string broke and she could not get the tampon out. She had to go to the children's hospital near where she lived to have the doctor remove the tampon. As of (B)(6) 2023, the status of product use was not reported. No further information was expected.